Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "motor fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the device required battery charging and the lack of charge was the cause of the reported issue. The fsr charged the device and tested it, in which the device passed all tests to manufacturer specifications.